Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient had hematoma which was noted on the pocket site. Evacuation of the hematoma was then done. Moreover, the patient's implantable cardioverter defibrillator (ICD) has a normal function before and after procedure. No additional adverse patient effects were reported.